Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that while using cadd cleo infusion set the tubing broke on the long side near leur lock and needing to perform another cassette and tubing change. There was no patient injury.